Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding an analyzer that was placed in the downloader/recharger (drc) and became hot. The customer states that an analyzer was put into the drc and got hot. The customer removed the analyzer, swapped drcx and the analyzer no longer got hot. The analyzer was using rechargeable batteries at the time of the event. The product (drc) was replaced at no charge and returning for investigation. Per I-stat system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment. There are no injuries associated with this event. At this time there is no evidence of a confirmed malfunction and product was replaced at no charge.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/06/2016. The customer reported that an analyzer was warm to touch when placed onto downloader recharger (drc) s/n (B)(4), and the drc was hot to touch. Drc s/n (B)(4) has not been returned to flextronics; therefore, no evaluation could be performed.

Event description:
N/a.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/21/2017. The customer complaint was not reproduced. Failure analysis has determined a defective transistor q1 on the main pcba to be the cause of the complaint. A rocketware search spanning one year revealed one related incident and two potentially related incidents. A deficiency has been identified. Previously opened qr 5223 addresses the deficiency.

Event description:
Na.

Event description:
Follow up request per agency. For details see h10.

Manufacturer narrative:
Apoc incident: # (B)(4). Correction per agancy request recieved on 26-feb-2025 (part d, d2b) from product code: rha. To product code: jqp.